Event description:
The device involved in this MDR report was explanted after 66 months because the elective replacement indicator was reached. However, the physician suspects premature battery depletion occurred.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared, but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. The analysis is pending.